Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurosurgeon who has done quite of few lumbar drains was having issues placing the catheter through the needle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had undergone a lumboperitoneal shunt implant. The physician placed the spinal needle and was getting cerebrospinal fluid, but attempted to insert the catheter at many angles and different levels without success. A hemilaminectomy was done to place the catheter directly and the catheter still would not thread. The physician was eventually able to thread the catheter through the right flank and it was secured. The patient¿s lumbar MRI was not stenotic. It was stated the catheter was later explanted due to infection.